Manufacturer narrative:
The returned lead was only available in fragments. Only the distal part of the lead with a length of about 53 cm and the pacemaker were returned for analysis and thoroughly analyzed. During the analysis of the lead fragment, fraying of the insulation from the outside was detected between about 16 cm and 18.5 cm proximal of the tip electrode. The observed damage manifestation requires strong stress on the lead over a longer period of time. The position and characteristics of the damage lead to the assumption of significant mechanical stress of the lead. It cannot be ruled out that narrow bending radii of the lead body, as well as strong pressure and friction of the lead with another lead have contributed to this damage manifestation. Further damage was most likely caused by the explantation of the lead. Despite a thorough analysis, the cause for the clinical observation could not be found. There was no fracture of the outer or inner conductor helix in the returned lead fragment. The pacemaker proved to be ok and within specifications both in regard to the connection system and the electronics. The analysis did not show any deviations from the specifications that could be related to the clinical observation. In summary, there were no indications of material defects or manufacturing errors during the analysis of the lead and the pacemaker.

Event description:
Ous MDR - after an implantation time of about 71 months, increased pacing threshold (4.7 v @ 1.0 ms) and impedance >3200 ohm, as well as muscle twitching in the region of the pacemaker pocket were reported. Since a lead defect was assumed, the lead was extracted. The pacemaker was also exchanged at that time. Both products were returned to biotronik. No worsening of the patient's state of health was reported.